Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. Visual inspection observed the helix to be extended and bent. Dried body fluid was past the helix up through the lumen. Further testing proved the lead to be electronically within specification.

Event description:
Boston scientific received information that during a routine follow up appointment, loss of capture (loc) was observed on the right ventricular (rv) channel. Undersensing of r-waves was also observed. The patient implanted with this rv lead was not pacer dependent, and had a sinus rhythm of 65 bpm. An invasive revision procedure was performed and the rv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure. The lead was returned for reliability analysis.